Event description:
Overdelivery reported. The pump was set to infuse regular insulin 50u/50ml at 0.1ml/hr via the primary line. The pt had limited i.v. Access, so in order to administer diflucan the nurses would hold the insulin, flush the line, and set the device to infuse a secondary line (non-concurrent) at 99.9ml/hr (100ml total volume). After one such delivery, the nurse noted that both the diflucan (secondary) and the insulin (primary) containers were empty. The display reportedly indicated 0.0ml delivered primary, 100ml delivered secondary. The pt's blood glucose dropped from approx 440 mg/dl to 150 mg/dl within one hr. The pt received one amp of d50 to stabilize her blood glucose. The pt's baseline status was "obtunded and on the ventilator", no overt signs of adverse effects were observed. No adverse sequelae were reported.